Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 03-jun-2022 from a healthcare provider who reported that the patient¿s pump has been empty for a couple years due to the patient not wanting to go out due to covid. Per the reporter, the patient had to go to the ER (emergency room) once to have their pump refilled a while back. The pump had last been put on the min dose. The healthcare provider confirmed the patient is no longer wanting to use their pump and would like to have the pump shut off permanently. The healthcare provider planned on scheduling the patient to come in next week to shut off the pump and will call back next week with the patient for assistance with permanently shutting down the pump. It was noted that the pump had been delivering baclofen 125mcg/ml at min dose.

Event description:
Additional information received from a healthcare provider reported that they wanted to shut the pump completely down. Technical services provided code to caller to shut down pump. On the call it was confirmed they completely shut down the pump.

Manufacturer narrative:
Continuation of d10: product ID 8870 lot# serial# unknown implanted: explanted: product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 8870, serial#: unknown. Product type: software. Other relevant device(s) are: product ID: 8870, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was previously receiving lioresal 500 mcg/ml; minimum rate via an implantable pump. The pump was delivering lioresal 250 mcg/ml 12.01 mcg/day. Indication for use was intractable spasticity. The date of the event was approximately (B)(6) 2017. It was reported the hcp was trying to get the patient's dosing stabilized and was working on titrating the patient. The patient was refilled last week with 250 mcg/ml. The patient was previously on 500 at 3 mcg/day and was still too stiff, which was expected as they were working on titrating the patients dosing. The patient was now on 250 mcg/ml: 12.01 mcg/day and was too weak. This started on (B)(6) 2017, following dosing/concentration changes that were made last week. Per the hcp, the patient was so sensitive to the drug and dosing changes. The hcp was looking to lower the patient's dosing more. The pump was implanted recently and the pump was filled with 500 mcg/ml at 24 mcg/day. This was too much for the patient (patient was weak) so they dropped the dosing down to minimum rate. At minimum rate, the patient was a little too stiff. Per the hcp, this was expected as they are trying to figure out the best dosing needed to manage the patient. It was confirmed that when the pump was refilled from 500 mcg/ml to 250 mcg/ml on (B)(6) 2017, a bridge bolus was never performed. When the patient came in last week they informed the nurse they were a little stiff, which is expected as they were working on titrating the patients dose up. The patient was programmed to a dose of 12 mcg/day of a 250 mcg/ml drug. The hcp decided to change from 250 mcg/ml back to 500 mcg/ml and refilled the pump. Then it was noted the hcp was going to go back to the 250 mcg/ml drug so they can see how the patient responds. The patient reported weakness. The hcp was going to dilute to 250 mcg/ml and bring to minimum rate of 1 mcg/day. After a couple weeks, the patient experienced stiffness; 250 mcg/ml was put in and the lowest dose was programmed, with a bridge bolus. The patient reported on friday that 12 mcg/day was making him completely weak and not able to function. Additional information was received from a healthcare professional (hcp) and it was reported the concentration was 500 mcg/ml before. The patient was put on minimum rate so when initially refilled to 250 mcg/ml (500 mcg/ml concentration before) temp. Was changed to dose of 24 mcg/day before catheter contained lower concentration. No change was made. The patient was not seen in office for follow up. The patient was in the hospital due to an unrelated condition. Additional information was received from the hcp on 2020-sep-03, and it was reported the patient was receiving intrathecal compounded baclofen 125 mcg/ml at 6.01 mcg/day via an implanted pump. It was reported the hcp inquired about what to do with an empty pump. It was noted the patient's pump started alarming in march 2020 due to the empty pump alarm. It was further reported the patient's pump was implanted (B)(6) 2017, and the patient reported having no efficacy. The patient was receiving a dose of the 6.01 mcg/day when they were not having efficacy and the patient had "never' been titrated up. It was noted the patient¿s last fill was "in 2017" and in december 2019 they discussed removing the pump, and that was why they did not fill it and allowed for it go to empty. Now that the pump had been empty since march 2020 and the patient believed that maybe the pump has been working and would like to have it refilled. The healthcare provider was asking if that was possible and what were the troubleshooting considerations. Troubleshooting was unable to be performed as the hcp was not with the patient. The hcp planned to have the managing physician of the pump call in to discuss further troubleshooting considerations. Patient symptoms were not reported. No further complications were reported.